Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient experienced an infection of sutures/incision site after implant of the icm. The device remains in use. No further patient complications have been reported as a result of this event.